Event description:
Customer was hospitalized for high blood glucose and dka. Events leading to hospitalization were vomitting, tachycardia and dehydrationl. Troubleshooting was performed and pump appeared to be operating normally. High-pressure test could not be performed since customer did not have another infusion set.